Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, gland slam. Guide catheter: launcher jr4. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure, after performing rotational atherectomy, for pre-dilatation a 2.0x12 nc trek rx balloon dilatation catheter (bdc) was advanced to the heavily calcified, eccentric, 35-millimeter (mm)-long lesion in the moderately tortuous 3.5mm diameter distal right coronary with resistance felt and slight force applied. During the 1st inflation to 18 atmospheres, the nx trek rx balloon ruptured. The nc trek rx bdc was withdrawn from the anatomy without resistance and pre-dilatation was completed using a 2.0mm non-abbott bdc followed by additional pre-dilatation with a 3.0mm non-abbott bdc. A 3.5x38 xience xpedition stent was then implanted in the lesion followed by post-dilatation with a 3.5mm non-abbott bdc, completing the procedure without issue. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.